Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin was observed to be leaking from the cartridge; however, the customer was unable to locate the source of the leak. Additionally, the customer received a minimum fill notification when attempting to load the cartridge with an unknown amount of insulin. Blood glucose was 251 mg/dl. Reportedly, the customer loaded a 2nd cartridge successfully and resumed insulin delivery on the pump.